Event description:
The physician reported a micro dislodgement of the right ventricular (rv) lead. The lead was repositioned with good sensing, impedance and threshold values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).